Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 600 (mg/dl) with moderate ketones. A manual injection was delivered to address bg level and water was consumed to address ketone levels. Reportedly the customer had manual injections as alternate insulin therapy.